Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient had an alert due to non sustained right ventricular oversensing episodes. The noise was likely due to myopotentials and reprogramming was performed. Patient condition was reported to be good.